Manufacturer narrative:
The nurse was not by the bed when the event occurred. The bed has been taken out of service by the customer awaiting the investigation. The distributor's technician has made a preliminary investigation has not determined root cause as of yet. There were no signs of pinched cabling and/or obvious signs of why this event occurred. The will continue to troubleshoot the device with the help of the manufacturer. The device has been taken out of service while the root cause of the malfunction is determined. No other actions have been determined at this time. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the distributor stating that the head section of the bed suddenly raised to 90 degrees while the patient was on laying on the bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).